Event description:
The customer reported that the touchscreen on top was not working and alarm silence button not responding. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and he checked touchscreen operation via the touchscreen diagnostics page. Found it not responding correctly towards the top of the screen. The customer performed touchscreen calibration. Touchscreen now responds as expected at the top of the screen and the alarm silence button operates as expected. No part was replaced.